Event description:
This event occured outside the USA, in spain. On 26-jun-2024, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 1.2ml of teosyal rha 4 in the cheeks. On (B)(6) 2024 the patient complained about waking up very swollen, inflammed and presenting a malar oedema under both eyes. She also reported to the injector that previously she had some symptoms of malar edema and dryness (unknown date) but not as exacerbated as now. On 22-jul-2024, we were informed that on (B)(6) 2024 the patient went to the hospital and received injections of corticoid anti-inflammatory (urbason) and was prescribed corticoid anti-inflammatory (dacortin 60mg) for 5 days. After a few days, the inflammation reappeared. The patient also reported a sensation of itching in her tongue and inflammation in her throat. The injector diagnosed a typical anaphylactic reaction to a substance but didn't provide any precision to which substance. Therefore the case was assessed as reportable to the health authorities. Additionally, the local medical expert was put in contact with the injector and didn't think it was due to the hyaluronic acid but that the reaction inflammed the hyaluronic acid area. The local medical expert recommended an antihistamine treatment. On 25-jul-2024, we were informed that the patient had dermatitis and already had a periorbital dermatitis. She was also using vitamine c for the fisrt time at the time of the reaction. At this time, we also received the information that the patient was fine without further complication. The complaint was considered closed.

Manufacturer narrative:
Generalized allergic reactions that may manifest as oedema, itching, inflammation, dryness, within minutes to hours after the injection are well-known and documented reactions to hyaluronic acid injections. They are immune-mediated reactions related to patient conditions, such as allergies to ha or lidocaine or a previous history of anaphylaxis. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. However, the relatedness of this allergic reaction with the injection of teosyal rha 4 was assessed as possible based on the symptoms, the suggestive temporal relationship, the medical expert assesment and the possible alternative etiologies from patient history and use of vitamin c it has also to be noted that teosyal rha 4 is contraindicated in the case of patient having cutaneous disorders, inflammation or infection at or near the treatment site. In this case it seemed that the patient presented with a dermatitis at the time of the injection. This constitutes a misuse for which the safety and performance of the product cannot be guaranteed.